Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection, while resecting, the device did not fire, they were able to perform a full, complete squeeze of the handle, the handle did not return to the open position following the first full squeeze of the handle. They opened a new device to complete the case. There was no patient injury.